Event description:
It was reported the system would not advance any further over the guidewire and had to be removed. The type of procedure was contralateral sfa and the intended stent placement was going to be in the sfa. The system was on a .035 inch guide wire and at one point, the sys would not advance any further. The physician had to remove the wire and the device all as one. They were using an ansel 6f sheath that went over the top and they were able to regain position and utilize another stent.

Manufacturer narrative:
The lot history records have been reviewed with special attn to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The sample has not been returned for eval. Based on the info rec'd, the results of the investigation are inconclusive and the root cause is unk. This application represents an off-label use for this device. The current info for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.